Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on 11mar2025, circulation issue described in the service checklist in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was not cooling appropriately. Circulation pump was replaced. Equipment repaired based on proper specifications. Safety and functional checks completed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. No additional actions can be taken. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on 11mar2025, circulation issue described in the service checklist in an arctic sun device. Per sample evaluation results received via task on 03jul2025, it was reported that the service technician noted an alarm 36 (water temperature high) in the event log. Pump failures should not cause the water temperature to get that high, so they were seeking additional info from the service technician.